Manufacturer narrative:
Reporting institution phone number -(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the check vent: backup alarm failed (diagnostic code 1104). The device backup alarm failed with diagnostic code 1104 during service in the repair center. There was no patient involvement. There was no patient or user harmed. Based on the evidence available, the reported problem was confirmed. Cpu board replacement resolved the issue. The following parts were replaced for periodic maintenance oxygen inlet filter, air inlet filter, cooling fan filter, blower assy., lithium-ion battery, cooling fan and tubing kit. The unit was functionally tested, overall checked, and cleaned. No other anomaly was found.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for failure analysis. The pil technician installed the cpu pcba into a pi ventilator to duplicate the reported issue. Visual inspection of the returned component revealed no evidence of damage or contamination. The technician could verify the occurrence of error 1104 (2 instances) in the log retrieved from service. No associated occurrence or error code e1104 could be duplicated at the pil during the boot up of the cpu pcba or standard test bed (stb) operation using the board. With the unit in a no power/hardware power fail state, the pil technician allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pca passes all engineering testing and all voltages required for the proper operation of the system are well within specification. Ls1 resistance has been measured showing 353.0 ohms, verifying that ls1 is not shorted or open. The technician also verified that ls1 (secondary speaker) functions as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. The audible tone was heard. The technician purposely generated an alarm condition by the temporary disconnect of the pprox tube from the pprox port of the stb. The tech verified the alarm for pprox was generated as expected. Customer complaint has resulted in a no problem found. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.